Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no device history record (DHR) review could be performed. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a smartablate generator which had a self-ablation issue. It was reported that during ablation procedure where smartablate generator was used, the foot pedal was left in the room during a stereotaxis procedure the prior day. The report stated that the smartablate generator started on its own. Once this was identified, the foot pedal was removed from the stereotaxis lab and no further inappropriate ablation was delivered. Additional details provided indicated, ¿the procedure started 12:31 was a magnetic case and the first rf generator enabled happened 14:06 for 4.2 seconds. Niobe was in a navigate position at this time and a magnetic field direction was applied at 14:06. Rf energy was not enabled again until 16:22. It is possible that the rf generator was accidently enabled for 4.2 seconds. There was no harm to the patient.¿